Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. The patient experienced exposure of a few fibers of mesh and underwent a revision procedure. Additional information has been requested.